Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one (B)(4) a device was returned disassembled and with no cartridge loaded on the device. No functional test was performed due the condition of the device although no conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify where in the firing sequence that the knife blocked? The jamming of the knife takes place when it arrives at the first lines of staples. - did the device lock-out (no staples deployed and no cut line started)? Yes. - or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. - or, did the device fully fire and stop during the automatic knife return? No. - how was the device removed from the patient? Normally by the trocar. - did the jaws eventually open? No. - what caused the tissue tear? Reopening of the jaws impossible. - how was the torn tissue repaired? Cauterization by the surgeon. - what type of procedure was the device used in? Bypass.

Event description:
It was reported that there was a stapling issue at the first firing. The knife is blocked due to a loss of battery power. The clamp could not been opened and tissues has been torn. No patient consequences. Use of another like device.